Event description:
This report is being filed upon notification from our x-ray manufacturer, to submit this event problem. Patient had an x-ray procedure. This x-ray system went down in the middle of the study. The visub was rebooted, and the procedure completed with no harm to the patient.

Manufacturer narrative:
Eval method - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.